Event description:
It was reported to st. Jude medical that the pt received 2 inappropriate shocks due to noise from a fracture lead. The second high voltage output delivered low lead impedance that caused the device to fail. The decision was made to explant the lead and device.